Event description:
"Contamination of the surgical site by leaking of oil from the midas rex hand piece. Oiler flow control was not adjusted to the appropriate drips-per-minute intraoperatively due to emergency surgery" was reported on repair request. No injuries or delays in surgery were reported. On follow up, it was reported the oil leak was caused by reuse of the disposable safety seal and improper setting of the oil drip rate due to emergency surgery. Pt received antibiotics as a result. There was no post-operative infection and no significant delays were reported. The motor was removed from circulation and forwarded to biomedical engineering for evaluation.